Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.